Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and one curved opening on the anterior. Leak test and microscopic analysis were performed which identified one sharp crease opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one crease sharp opening on the anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.